Event description:
It was reported that an intermate had a separated cap. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the device was returned for evaluation. Visual inspection confirmed that the coiled cap was separated from the cover. The cause was determined to be due to a manufacturing issue. To address the issue, the appropriate personnel were given awareness training. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up emdr will be submitted.